Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to the challenging patient morphology/pathology. The reported patient effect of tissue damage was likely due to the slda. The additional therapy/non-surgical treatment was a result of case-specific circumstances as an additional clip was implanted to stabilize the slda clip and reduce the mitral regurgitation (mr) further. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed because the deployed clip detached from one leaflet and remained attached to the other leaflet; leaflet damage occured. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip was implanted in the medial a2/p2 region and mr was reduced to 2+. A second clip (60615u241) was implanted lateral to the first clip reducing the mr to a grade of 1. However, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A tear was noted to the posterior leaflet. Mr returned to 3+. A third clip was implanted without issue to stabilize the slda clip and to further reduce the mr to grade 1. The patient is stable. There was no clinically significant delay in the procedure. No additional information was provided.